Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was damaged and had moisture underneath. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms noted during our testing or found at the downloaded pump history. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector plugged in and locked into place properly. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. However, the insulin pump failed leak test; leaked at a cracked at the battery tube threads. The insulin pump had fading serial number label, cracked case at the battery tube threads, minor scratched lcd window, case and keypad overlay. No cracks at the lcd display noted.